Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an error message for low transmitter battery was displayed. No additional patient or event information is available. Data was provided for investigation. The complaint confirmation of a low transmitter battery was confirmed. In addition, a loss of connection was present in relation to the reported allegation. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of a loss of connection.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. Data was downloaded previously for evaluation and a loss of connection over 3 hours was observed. The reported event of low transmitter battery was not confirmed. A root cause could not be determined.